Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s touchscreen was found cracked when removed from a pocket, after which the screen became unresponsive and the device was no longer watertight; the user switched to backup therapy and continued cgm monitoring with a dexcom app or receiver. Symptoms included no reported adverse clinical effects. Outcomes included device replacement with instructions for return and notification that data would not transfer and that a standard startup would be required for the replacement. Investigation included collection of device identifiers, shipping and return logistics, and user counseling regarding functionality and water ingress risk. Investigation of this device revealed physical damage to the touchscreen component with loss of touch responsiveness, consistent with external damage to the device enclosure and display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage.